Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. It was also reported that the abrupt rise in both capture thresholds and lead impedance occurred at about the same time and it was possibly related to scar tissue formation or lead damage. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.